Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized today due to high blood glucose of 598 mg/dl. The customer's current blood glucose was 320 mg/dl to 330 mg/dl. The customer also stated they received no delivery alarm. The customer reports the reservoir was empty. Advised to change the reservoir. The customer experienced symptoms such as stress and stomach was burning. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.